Event description:
It was reported that during a therapeutic laparoscopy-assisted distal gastrectomy, noise ran across the monitor and e226 error was displayed. The procedure was completed with the same device. There was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted due to corrections required: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopy-assisted distal gastrectomy, noise ran across the monitor and e226 error was displayed. The procedure was completed with the same device. There was no patient harm or injury reported.